Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo inner cannula broke off and stayed in the patient's skin. When the cannula was pulled out of the fatty part of the patient's back, he noticed it was not the full length and something was missing. Redness was noted, but the patient had no pain. The patient had not sought any medical treatment. No permanent impairment was reported. See MFR # 2183502-2016-01498